Event description:
While closing, the suture broke. A cardiac surgeon was using this suture, but the exact procedure being performed is not known. It is not known whether there were any sequelae after this event. The suture was sent to the MFR. Although operator error may have been a causative factor, facility is not able to provide any add'l details. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).